Event description:
A report was received that the patient will undergo a lead explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description:linear st lead, 70cm; model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a lead explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to a non-device related condition. The patient¿s old system was functioning well providing the patient with proper stimulation. No malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.